Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered deformation of electrical connector and water tightness was found lost, adhesive on bending section was detached, connecting tube had a scratch, universal cord has buckling, wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value, cut on k-wire, forceps raising angle does not meet the standard value, damage on charge-coupled device unit, the specified resolving power is not obtained and plastic distal end cover had a dent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, elevator wire was broken, and the elevator was not elevated on the evis exera ii duodenovideoscope. Upon inspection and testing of the returned unit, the forceps elevator had foreign material due to insufficient or incorrect reprocessing of the scope . There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The reported phenomenon was discovered during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause or identification of the foreign material cannot be identified. The end user was not able to complete reprocessing to a cut k-wire on the device. This issue is addressed in the instructions for use (IFU): ¿ IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.